Manufacturer narrative:
Product event summary: analysis found both battery contacts were compressed. Analysis also found both bail covers were broken, the ring cover was contaminated, the ring was bent, and the window of keyboard was scratched. It was noted the upper case had permanent marker that would not clean off, the lower case was contaminated, and labeling did not clean off well.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.